Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strips testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the batch record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio results. Results are as follows: date: (B)(6) 2014, inratio: 1.8, lab: 3.0. Time between tests: 5 mins. Therapeutic range: 2.5-3.5. Caller reports that strips were warm on delivery. The pt self tester re-tested using a new strip lot on (B)(6) 2014. The customer is satisfied with the result. Inratio=2.4.